Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was ¿pouch pacing." The device was explanted and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.